Event description:
The patient was found unresponsive on (B)(6) 2021 and was placed on ventilator at 100% f102. A chest x-ray revealed a right pneumothorax. A right chest tube was inserted and the pneumothorax resolved. On (B)(6) 2021, a bronchoscopy was performed which revealed a large clot in the right main bronchus that was suctioned out. There was some bloody output from inline suctioning which required 3 units of packed red blood cells. Blood loss was minimal. On (B)(6) 2021 blood cultures came back positive for cocci in clusters and methicillin-resistant staphylococcus aureus (mrsa). The patient was put on vancomycin and continues on zosyn (iperacillin/tazobactam).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not conclusively be established through this evaluation. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket), respiratory failure, bleeding, and thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" also lists thromboembolism as a potential late postimplant complication. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. This document also contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17dec2020. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was given 2 units of fresh frozen plasma (ffp) to reverse elevated international normalized ratio (inr) on (B)(6) 2021. On (B)(6) 2021, the patient was given an additional unit of ffp due to elevated inr. This resolved on (B)(6) 2021. The patient had persistent elevated co2 which required re-intubation and ventilator support on (B)(6) 2021. On (B)(6) 2021, the patient underwent a percutaneous tracheostomy for better airway management due to acute respiratory failure with pulmonary atelectasis and retained secretions.